Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed "check syringe flange sensor' and "travel coarse error¿check clutch/plunger lever" alarm. The device was visually inspected and found that there was chipped top case. A functional test was performed, and the reported issue was confirmed. The probable cause due to missing plunger seal and fluid ingress. Device is repaired by replacing the following parts including the plunger left case, plunger right case, plunger printed circuit board (pcb), force sensor, and plunger cable. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that there was a syringe flange error appeared on the pump screen. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.